Manufacturer narrative:
Details of complaint: the customer reported that one of the gz transmitters kept dropping waveforms and the tele bed name. No harm or injury was reported. Investigation summary: the device was returned for evaluation. During the evaluation of the returned device nihon kohden repair center (nk rc) was not able to duplicate the reported issue of the waveforms dropping. No issues were observed during the evaluation and testing of the device. A review of the customer's complaint history has not revealed any recurrences of reported issue with gz transmitters. As such, a root cause cannot be determined. Possible causes of the reported issue may be related to issues with the customer's network, environment, or network configuration of the gz, network, or cns. There is no evidence of an nk device malfunction. The issue could not be confirmed through evaluation and no issue was observed. A serial number review of the reported device does not reveal additional related complaints. Additional information: b4 date of this report d9 device available for evaluation? G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The customer reported that one of the gz transmitters kept dropping waveforms and the tele bed name.

Manufacturer narrative:
The customer reported that one of their gz transmitters keeps dropping waveforms and its tele bed name. No harm or injury reported. They will be sending this unit in for an exchange. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that one of their gz transmitters keeps dropping waveforms and its tele bed name.